Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. The customer reported insulin flow blocked alarm. The customer reported blood glucose value of 400 mg/dl for hyperglycemia. The customer reported blood glucose value of 40 mg/dl for hypoglycemia. The event involved product(s) mmt-399a, mmt-332a, mmt-1884. Troubleshooting was not performed. It was unknown that the customer was using the pump for 48 hour before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-399a, mmt-332a, mmt-1884.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0877 inches.the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed.pump was able to connect and pair with the guardian link 4 transmitter successfully as well as warm up with the green test plug. Unable to test for sensor error-sg not available/updating alert due to not having the customers sensor.the following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, scratched keypad overlay, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay at the select button.test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the primary svn (B)(4), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 12-mar-2026 listed on smartsolve due to insufficient data in the trace/history files.on the primary svn (B)(4), perform the history review 1 week from the event date 12-mar-2026 in the pump history file and found 1 sensorerroralert (801) on (B)(6) 2026.pump was able to connect and pair with the with the guardian link 4 transmitter successfully as well as warm up with the green test plug. Unable to test for sensor error alert due to not having the customers sensor.the pump history file lists data on (B)(6) 2026 to (B)(6) 2026.on a related svn (B)(4), unable to perform the history review 2 days from the event date 25-dec-2025 in the pump history file due to no data available.pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted.force sensor zero offset within specification (23.5 mv). The pump passed the functional testing. Unable to confirm alleged high bgs.delivery anomaly-no delivery/occlusion alarm (insulin flow block alarm) not confirmed.sensor error-sg not available/updating alert not confirmed.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.